Manufacturer narrative:
The pump alarmed button error and had no button response due to corroded keypad traces. The pump had a scratched display window, cracked display window, cracked case at display window corner and cracked reservoir tube lip. The pump had moisture damage on lcd and on motor. The pump was received without holster. The damage to the holster was unable to be verified. There was no damage noted on belt clip slot.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 422mg/dl. The customer has not treated. The customer states the device is beeping and they cannot clear the alarm. The customer states the pump was worn while it was raining, and the device may have gotten wet. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.